Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. Subsequently, the customer was hospitalized due to a blood glucose level of 198 mg/dl, high ketones, and vomiting. Customer was treated with dextrose and an insulin drip. The cartridge was changed to address the issue. Multiple follow up attempts were made to obtain additional information, however, a response was not received.